Event description:
The reporter states the bolt broke in use. There was no adverse consequence or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: breakage of this kind can be the result of impacts when the nail holding screw has not been tightened enough into the nail. The condition of the returned nail holding screw would indicate the screw was subjected to external impacts breaking the thread of the screw.